Manufacturer narrative:
Date of event is estimated. A patient¿s ipg reached end of life was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.